Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable, as of yet. A MFR's investigation is being conducted. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system failed to procedure fluoroscopy x-ray. No report of pt or staff injury.